Event description:
Meter was reading inaccurately high. The patient obtained a result of 442 mg/dl. Patient tested on another meter but did not report that result. The comparison of one meter to another is invalid. The patient contacted physician for advice and the patient was advised to take 10 units of regular insulin. No other treatment was reported. The test strips were in good condition, codes matched, and the techniques for applying the blood to the test strip and for cleaning the puncture site were correct. The patient performed two control solution tests, both failed. Based on the failed control solution tests, there is evidence of a meter malfunction, however there is no indication that the meter contributed to a serious injury. The patient obtained a high blood glucose result and patient was advised to treat for high blood sugar. A replacement meter has been sent to the patient.